Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6).) Revealed there was a failure with the recharger and that a "no device found" message was seen. The rtm was getting warm at the cable. There was a recharger antenna failure where rms voltage was at the h field probe. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) mentioned their controller had not been charging their ins for about a week now. Pt said they would plug the recharger antenna into their controller, but the controller would display "excellent" charge quality, which would quickly switch to "poor" recharge quality. Pt then got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_ 4_"(patient services specialist did not collect rest of message on call). During the call, the pt reset the controller and the "software problem" message was removed. Ins charge was empty and controller charge was at 80%. Pt got the message "battery empty: recharge your implant device." Then, the pt initiated a charging session of the ins with excellent quality. The excellent quality quickly switched to poor recharge quality. The pt inspected the recharger antenna plug and cord, and the controller port, but no damage was detected. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.